Event description:
It was reported that there was a communication problem. There was poor communication. The patient was in the hospital recently for one week with no access to the programmer or recharger. The implantable neurostimulator (ins) was depleted. The patient could not connect to the ins with the patient programmer or recharger. It was recommended that the patient call the healthcare provider (hcp) for a restart. Information regarding if the patient still had concerns with their device or therapy has been requested. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 3708140, serial# (B)(4), implanted: (B)(6), product type: extension. Product ID: 3708140, serial# (B)(4), implanted: (B)(6), product type: extension. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6), product type: lead. Product ID; 3778-60, serial# (B)(4), implanted: (B)(6), product type: lead. (B)(4).